Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose value was 198 mg/dl. It was reported that pump was just looping with rewind and getting no delivery alarm was not using the pump for delivery but it failed the displacement test and motor was not moving at all. Customer stated the insulin did exit. The device will be returned for analysis.